Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Based on a visual evaluation of the device it appears that the implants threads have peeled from the distal to proximal end causing the implant to unravel. While the proximal hex ID was found to be cracked slightly it is unlikely this would have contributed to the complainants event as the crack does not intersect with the damaged threads. This type of event is typically caused by not inserting the implant co-axial to the bone tunnel, causing the implant to hit the edge of the prepared hole. Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot number combination. The potential causes of this event are being communicated to the event reporter.

Event description:
The screw unraveled on insertion. Not all of the fragments were retrieved. The doctor inserted the second screw and the threads stripped. He removed it from the patent. The tendon was tied on to itself with a suture to complete the case. Cmc arthroplasty surgery.